Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed based on the customer photos provided with the complaint report. In the photos, a blood clot was noted in the bladder. Additionally based on the photos, the user disassembled the iabc, and damages were noted to the iabc central lumen, and the bladder tip was separated. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "coronary intervention + rotary milling occurred during slow flow no reflow, iabp was placed to stabilize hemodynamics, and it was placed smoothly during the operation. On the 16th postoperative day, the iabp line was removed and failed. It was removed by vascular surgery, transfused, and rehydrated for support". Additional information confirmed that vascular surgery was nessed for surgical incision and removal. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "coronary intervention + rotary milling occurred during slow flow no reflow, iabp was placed to stabilize hemodynamics, and it was placed smoothly during the operation. On the 16th postoperative day, the iabp line was removed and failed. It was removed by vascular surgery, transfused, and rehydrated for support". Additional information confirmed that vascular surgery was nessed for surgical incision and removal. The patient's current condition is reported as "fine".